Event description:
It was reported that during a pump and catheter implant procedure, the catheter stylet "would not come out." No patient injury was reported. No other specific event information was provided. Additional information has been requested, however, was not yet available at the date of this report. The medication in the pump was morphine.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), product type: catheter.

Manufacturer narrative:
(B)(4). Final analysis of the catheter found damage which occurred to the catheter/catheter body/guidewire during the implant procedure. There was difficulty with the catheter/guidewire interaction. The complete distal portion of the catheter and its guidewire were returned for analysis. There was a partial tear in the catheter at the 63 cm marking. When the partially torn area was pressed together, the resulting appearance of the damaged area looked very similar to the type of damage seen when a catheter has been sheared. It is thought the catheter was initially sheared during the implant procedure then partially tore in this area as the catheter was further manipulated there was also an area of surface damage between the 66 and 67 cm markings. The nature of the damage in this area appears to be consistent with damage that may have occurred if the sharp tip of the introducer needle came in contact with the outer surface of the catheter. There was no damage to any of the individual windings of the guidewire nor were there any significant bends in the guidewire.

Event description:
Additional information received reported that the catheter stylet was "jammed" into the catheter, therefore could not be removed. The device was never used with patient so there was no patient injury. Patient outcome was reported as recovered without sequelae.